Event description:
A report was received that the patient was having difficulty charging the ipg. The physician assessed and confirmed that the ipg was tilted. The patient will undergo a pocket revision to relocate the ipg.